Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive up arrow button due to a corroded keypad trace. The displacement test could not be performed due to the unresponsive button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm multiple times on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer was able to clear the alarm but keypad response is poor, need to punch the buttons hard. The customer recalled two hypoglycemic events in the past when she was sweating heavily and insulin pump was wet. The customer insulin pump will be replaced in the office by the customer service.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.